Event description:
It was reported that a cartridge alarm occurred with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent to the customer, who acknowledged the steps required to return the problematic pump and set up the new one. The customer agreed to use a backup insulin delivery method in the interim.